Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 3.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice up to 10atm. However, at second inflation, it was noted that the balloon ruptured. The balloon was removed from the patient's body using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.